Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a catheter, continuous flow. The customer reports that during first run at the 9th minute, it was observed that the proximal balloon was deflated. The distal balloon was positioned in the native lt popliteal artery. Proximal balloon was positioned inside sfa stent. Very calcified sfa.

Manufacturer narrative:
Submit date: (B)(4) 2010. In march 2009, covidien acquired bacchus medical. Covidien has undertaken a review of bacchus' old complaints and determined that certain complaints were MDR reportable. As a result, covidien is filing this MDR report. Due to the nature of the record keeping and investigation practices of the previous owner, we are unable to provide determinations or conclusions about the possible root cause(s) of the issue being reported. We do not expect to receive additional information about this complaint.